Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump errors. The customer was able to successfully clear the alarm and customer was able to rewind the pump. Customer stated that they also received failed battery alarm but the new battery resolved the issue. Insulin pump successfully completed steps in displacement verification table. The customer stated that error table indicated that insulin pump should be replaced. Insulin pump passed the self test. Advise the customer the alarm may have been related to a possible site issue. No harm requiring medical intervention reported. The device will be retuned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer = black. Customer returned the device for alleged pump error 38 alarms on (B)(6) 2022. The device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The device history and trace files were successfully downloaded using thus. There were no pump error 38 alarms noted during testing. A review of the downloaded history files reveals on august 4, 2022 there were five (5) pump error 38 alarms, on august 6, 2022 there were five (5) pump error 38 alarms, and then on august 7, 2022 there were nine (9) pump error 38 alarms, and on aug 9, 2022 there was one (1) pump error 38 alarm that occurred. The device was cut open for a visual inspection. No evidence of physical damage or moisture damage on the electronic assembly (electric boards), the motor, or the force sensor. The motor was tested outside of the device on the ngp stb3 and passed. The pump error 38 alarms located in the history files may have been intermittent failures that were not detected during our testing. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. Pump error 38 alarm complaint is not confirmed. No pump error 38 alarms noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.